Event description:
It was reported that during device change out, insulation damage was observed on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.